Event description:
The customer reported diagnostic error code for "alarm light emitting diode (led) failed". The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure. The customer replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service.